Event description:
It was reported that the unit displayed an e-2 error message. It was further reported that the cord kinked the screen to go black and display no image.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.